Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the blood glucose went up to 403 mg/dl at the end of call. The customer reported that they received no delivery alarm. The customer's blood glucose was 313 mg/dl at the time of incident. The customer stated that the insulin did exit and the insulin pump did not alarm after troubleshooting. The customer stated that they gave bolus for the high blood glucose. The insulin pump will not be returned for analysis.